Event description:
Physician using guidewire to place power port. Tip of guidewire broke off during operative procedure to place port. Tip of guidewire noted on x-ray but unable to retrieve from patient. Physician informed patient of retained guidewire tip.